Event description:
The customer reported that the device powers off intermittently. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device powers off intermittently. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.